Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose level. The customer blood glucose level was from 42 mg/dl to 500 mg/dl at the time of incident. Customer reported that the reservoir area was chipped. Customer had a neuropathy in feet. The insulin pump will not be returned for analysis. ¿